Event description:
Customer reports an undosed result of "lo" while using the active system. No actions taken. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: coreg 2xday; insulin-humulin n 25mg/2xday - 15 years; simvastatin 20mg/1xday - 3 years; avapro - 3 years; singulair 10mg/1xday.